Event description:
Reporting status: malfunction; reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: failure to advance/stent dislodgement. It was reported that the rx vision stent delivery system (sds) could not cross the lesion. The stent dislodged from the sds, and moved proximal onto the shaft. The sds was removed from the patient with the stent on the shaft proximal to the balloon. Another company's stent of the same size did cross the lesion. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Quality assurance analysis revealed that the catheter was returned with blood visible on the balloon. There was thick contrast visible in the inflation lumen and in the balloon. The stent was not on the balloon, but located on the proximal shaft 8cm distal to the guide wire exit notch. There were two flared struts on the proximal end of the stent. The stent appeared to be slightly deployed. There were crimp marks on the balloon where the stent had been between the markers. The balloon had loose folds. There were no kinks noted to the inner member. There was no other damage noted to the catheter. The tip seal length met manufacturing criteria. A laser micrometer was used to measure the stent outer diameters. The proximal outer diameter was measured proximal to the damaged struts. The outer diameter was oversized and did not meet manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that the rx vision would not cross the lesion and the stent became dislodged. When the device was removed from the patient, the stent was located on the shaft, proximal to the balloon. Results from quality assurance analysis confirmed the stent dislodgement. Visual inspection of the rx vision noted additional damage to the stent (flared proximal stent struts). Crimp marks were visible on the returned balloon, between the balloon marker bands. Thick contrast was noted in the inflation lumen and in the balloon. The balloon has loose folds. The presence of contrast in the inflation lumen and balloon suggests that, at some point, positive pressure may have been applied to the system causing the balloon to slightly expand, partially deploying the stent. This would cause the stent to become loose, facilitating stent dislodgement. Dimensional inspection of the tip seal length was found to be within specification. The crimped stent outer diameter was measured and found to be outside of the manufacturing specification. Since the crimped stent outer diameter is verified 100% at the time of manufacture, this oversizing most likely occurred at the time of dislodgement, as it is expected that the stent would expand during travel over the balloon. Additionally, all online testing for this lot met the stent security criteria, which would indicate the unit had an adequate crimp. Other potential causes of dislodgement, as observed in past incidents, may include improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal. Unfortunately, none of the information suggests any of these causes is the most likely cause, but from the case information and returned device analysis, this does not appear to be a manufacturing related issue. A definitive root cause for the stent dislodgement in this case cannot be determined. However, based on the case description and device analysis, the reported difficulties experienced during the procedure, and subsequent damage to the stent, appear to be related to the operational context of the device. The inability to cross the lesion can be affected by numerous factors including, but not limited to, device placement technique, pre-dilatation strategy, guding catheter support, guide wire support, patient anatomical morphology, and patient disease state. Based on the information received, the inability to cross appears to be related to the heavily tortuous anatomy. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot that could have contributed to this complaint. This MDR is considered closed by the product performance group.